Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported that she changed the insulin cartridge and infusion set on (B)(6) 2011 at 1:30 a.m. Her blood glucose elevated to 285 mg/dl after she ate breakfast, and she went to the hospital at 6:00 p.m. Because her blood glucose was 489 mg/dl and she felt tired. Patient was treated with intravenous insulin and tested positive for ketone bodies. She was discharged from the hospital on (B)(6) 2011 at 12:00 a.m. Patient believes the insulin delivery of the infusion device was too low. Patient switched to a replacement infusion device and was "fine" at the time of the report with a blood glucose level of 140 mg/dl. The alleged infusion device was requested for evaluation. No additional information was provided.